Manufacturer narrative:
The pump was returned to animas and investigated on (B)(6) 2018 with the following findings: the battery compartment was cracked and moisture was present in the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.